Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection but passed safety. The reported service error code could be generated erroneously if the therapy cable is unplugged at certain points in the mcu software update test. Will continue to trend for future occurrences.

Event description:
Patient called in to report service error code r2013. Multiple troubleshooting attempts made but was still unable to resolve the issue. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.